Event description:
It was reported that (1) device was used during an endo burch procedure. It was reported by the affiliate that the ems had jammed staples or malformed staples (no exact info from surgeon). Another device was used to complete the case. There was no consequence to the pt.